Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as the healthcare provider reported it is unavailable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification tissue valves, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 25mm aortic valve was explanted after an implant duration of eight years, eight months, due to severe symptomatic prosthetic aortic valve stenosis and mild to moderate aortic insufficiency. Bioprosthetic valve was noted to have calcified, non-mobile leaflets. Patient presented with heart failure symptoms and echocardiogram revealed an ejection fraction of 40-45%. The explanted device was replaced with a 25mm aortic pericardial valve. Post-bypass tee showed no paravalvular leak and no central aortic insufficiency. The patient was taken to the cardiac surgical intensive care unit in critical condition. Patient was discharged on post operative day six. Pathology findings: plastic ring and attached fibrous tissue with abundant dystrophic calcification, consistent with calcified prosthetic valve.